Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during draw the tubes were under filling with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: (2 of 2): 2 times with blood prose, when inserting the tubes once the patient is bitten, no blood flow comes into the tube. It's the same with another patient and it also happened to my two other colleagues in the next 2 days. Not having another tube at hand, forces the patient to transplant again. It's not the first time this incident has happened. During blood sampling of a patient I was well in vain but the 1st purple tube did not fill I tried the 2nd one which filled correctly, my colleague present at the time of the procedure gave me 3 other purple tubes to be able to take one. Dysfunction of the green tube then the blue one.